Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the customer noted that the jaw of the large clip applier instrument could not be opened. The customer replaced the large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed with no issue. There were additional observations not reported by the site and not related to the primary failure. The instrument was found to have a loose grip cable at the proximal end. The root cause of the ¿loose instrument grip cables¿ is attributed to a component failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not attach to the rubber test tubing. The root cause of this failure is not determinable/applicable. Failure analysis also found signs of corrosion/contamination on the instrument bearings. The grip input disk bearings exhibited orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. The instrument was transferred to advanced failure analysis (afa) for further review. A review of the logs showed the large clip applier instrument (part# 470230-12 / lot# n10190703-0031) was last used on (B)(6) 2021 during a procedure with system (B)(4). The large clip applier instrument has 100 allotted uses and had 62 uses remaining. (On 12-feb-2022, the large clip applier instrument was connected to the system by the isi failure analysis team for testing.) In addition, a review of the site's complaint history identified no other complaints related to the large clip applier instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional product evaluation information can be found in field h10. The large clip applier instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The fae confirmed the initial failure analysis findings. The instrument was placed on an in-house system, and the clip application was retested. The clip application failed initially; however, with multiple attempts, three clips were successfully applied to a piece of plastic tubing. The housing was removed, and the tension on the wires were checked. The wire tension of the grip cables were found to be looser than normal. The looseness of the cable was determined to be due to normal wear and tear from usage. After a numerous amount of uses, the cables may have a tendency to stretch, and this stretching can cause unintuitive motion and clip test failure. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.